Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge detection notifications occurred during the load process with multiple cartridges. Blood glucose level was 300 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.